Manufacturer narrative:
This event occured in france. Alber gmbh is filing this report because the device was also marketed and sold in the u.s. Based on the information provided the device had no malfunction. As reported the anti-tippers have been removed by the family for convenience. In the instructions for use of the e-motion model m15 it is explicitly mentioned the utilization of the anti-tippers: to prevent damage or personal injury, never use or operate the e-motion unless anti-tippers are properly installed. The wheelchair must not be driven without the two anti-tippers properly attached. Drive only with both anti-tippers attached. With the information on hand, we conclude the event was caused because the instructions for use were not followed.

Event description:
During a motorization test of the semi-active wheelchair (acquired about ten years ago) in the occupational therapy room, the wheelchair tipped backwards during a half-turn. The anti-tippers had been removed by the family for convenience when a third party was pushing the wheelchair. The end-user hit on the back of the head without loss of consciousness and suffered a post-cranial trauma.